Event description:
It was reported that the system would not make an exposure. This resulted in no live image being displayed. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and provided the customer with a quote for replacement of the x-ray tube, but no conclusion can be drawn as repair info is not available.